Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified nor duplicated. However, a collimator calibration was completed preemptively. The system was found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system displayed a collimator potentiometer error code message. No report of pt or staff injury.